Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) has cleared most of the timestamps in the save to disk (s2d). Cannot confirm date/time of elective replacement indicator (eri).

Event description:
It was reported that the patient was checked into the emergency room (ER) and there was a right ventricular lead warning due to no capture. The lead was scheduled to be replaced. It was further reported that review of performance data indicated the device was out of specification. The device was scheduled to be replaced. No patient complications have been reported as a result of this event.